Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by physical stress as the tube was also scratched and dented. The event can be detected and prevented by following the instructions for use (IFU) which state: "·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." "·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: the light guide lens dirty; waterproof failure due to the breakage of channel tube; corrosion from scope connector due to the leakage; connecting tube dented; angulation in the up direction out of standards due to the worn angle-wire; the aspiration quantity out of standards due to the broken channel tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus there was leakage from the channel of the evis lucera elite bronchovideoscope. The defect was found during preparation for use in an unspecified diagnostic procedure, which was completed with a similar device. There was no injury to the patient, and there was no delay in the procedure. Upon inspection and testing of the device, an olympus field service engineer (fse) found the coating on the connecting tube was peeled off (over 1mm2). This report is being submitted for the malfunction found during evaluation.